Event description:
General report of unknown number of undocumented events of disconnecting IV sets. Reported tubings sporadically disconnecting and the locks unscrewing when anesthesia pushes medications for surgery. This leads to uncertainty of how much drug is actually delivered to the pt. Drugs given included zantac and versed. No pt harm reported.

Manufacturer narrative:
Received 2 sealed sets and 2 medex stopcocks. Fit testing of the distal end male adapter of the sets and female adapter of the stopcocks was performed. All sets had standard luer taper gauges and were in-round per a.n.si. Standards. Functional testing by correctly attaching a stopcock to the distal adapter on each set to the distal end male adapter on each set revealed very secure connections.